Manufacturer narrative:
Additional device involved: gmk-sphere 02.12.10.0112 trial tibial insert flex s4r - 10 mm lot. Unknown. For both devices involved it is not possible to perform a document review since the lot numbers are not available.

Event description:
During the primary knee surgery, while the surgeon was trialing the femur, tibia and insert, he observed that the trials were a tight fit. The surgeon kept pushing the trial tibia with the insert on it, and ended up cracking the patient's femur medially. In order to complete the case, the surgeon had to use a screw to secure the femur. There was a 15-minute delay in the case and the surgery was completed successfully. A consignment set was utilized.